Event description:
(B)(6) male patient underwent hepatic angiogram. Homeostasis was attempted using starclose, discontinued due to device failure. Manual compression applied and homeostasis was achieved. No harm or injury to patient noted.